Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Although astato xs 9-40 is distributed as astato xs 40 in the us, the subject model is sold outside the us under the brand name astato xs 9-40. The reported astato xs 9-40 guide wire was returned for evaluation. The outer coil of the returned astato xs 9-40 guide wire was found loosened due to torsion and slightly gathered distally at approximately 15-17mm from the tip. Polymer fragment that was likely from the concomitant microcatheter was found attached on the disarranged outer coil. Necked fracture end of the outer coil was observed at the mid solder (set at 15mm from the tip for the purpose of fixing the outer coil onto the core), indicating that the outer coil was fractured due to tensile stress. Measurement of the returned guide wire suggested that the outer coil was fractured at approximately 15mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the astato xs 9-40 guide wire might have been torqued while the wire tip had been trapped by the tortuous vessel or the heavily calcified lesion together with the concomitant microcatheter and therefore got stuck. Consequently, the core and outer coil moved asynchronously, accumulating torsion at the segment where the outer coil was fixed and causing the outer coil to be loosened and detached from the mid solder. Further applied tensile stress generated with removal then caused the outer coil to gather distally. Although it was concluded that this event was not attributed to product quality, wire removal with an inner is considered as an additional treatment and therefore an adverse event. It was also concluded that possibility of fragment left in patient anatomy could not be completely eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was performed to treat a heavily calcified chronic total occlusion (cto) in the below-the-knee area. When an asahi astato xs 9-40 (distributed as astato xs 40 in the us) guide wire was used with an unspecified microcatheter via ipsilateral approach, the guide wire could not be manipulated as intended. An attempt to remove the astato xs 9-40 guide wire from the lesion was unsuccessful. An unspecified inner guide catheter was then inserted and the concomitant microcatheter was removed together with the guide wire. The tip of the astato xs 9-40 guide wire was found damaged. Another guide wire was used to successfully reestablish blood flow. It was informed that there was no adverse patient effects after the procedure.